Event description:
The customer called and reported hearing liquid in the insulin pump when shaking the device. The drive support cap did not appear to be damaged. There was water under the display. A button error alarm occurred, following moisture exposure. Customer's blood glucose was not known. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons, due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device was also received with a missing end cap sticker, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, and minor scratches on lcd window.